Manufacturer narrative:
H3, h6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be rendered nor can we determine a definitive clinical root cause of the reported failure. The physicians referenced in the abstract provided an analysis of all the attached images within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant patient-specific documentation be provided, this complaint would be re-assessed. A complaint history review found related failures for the listed product type; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential causes could include but are not limited to fit/sizing, traumatic injury or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4). Zhu, z. D., xiao, c. W., tan, b., tang, x. M., wei, d., yuan, j. B., ... & feng, l. (2021). Tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients. Orthopaedic surgery, 13(1), 244-252. Doi: 10.1111/os.12915.

Event description:
On the literature article named "tirobot-assisted percutaneous cannulated screw fixation in the treatment of femoral neck fractures: a minimum 2-year follow-up of 50 patients", it was reported that, after cannulated screws screw had been implanted on 5 patients, after conventional internal fixation surgery using three 7.3 mm diameter cannulated screws to treat an unilateral femoral neck fracture, 5 patients reported nonunion of the fracture 9 months postoperatively. Further details on how was this adverse event treated are unknown.